Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. The system was scheduled for extraction. There were no additional adverse patient effects reported. This ICD remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This supplemental report was created to update b5, d6b: explant date and h6: impact codes: device explanted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. The system was scheduled for extraction. There were no additional adverse patient effects reported. This ICD remains in service. Additional information indicated that this ICD was explanted due to infection. The physician plan to treat the patient with antibiotics and re-evaluate if another system implant is necessary.